Event description:
Eye pain/redness; bought what I thought was saline solution at (B)(6) because it said buy one get one free. Generic brand. I rinsed my lense prior to putting in my right eye and it began to burn terribly, it took me over a minute to remove the lens from my eye. I didn't have any regular saline left so rinsed my eye with tap water. Burning and redness continues. Box states it is hydrogen peroxide, I have never had this happen in the 35 years I have worn contacts. Company: unsure, purchased at (B)(6). FDA safety report ID# (B)(4).